Event description:
It was reported that when the patient presented in clinic for routine follow-up, episodes of non-sustained rv oversensing due to rv loss of capture were observed on segm. The patient was asymptomatic. No action was made, and the patient will continue to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.